Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the extrinsic outflow graft obstruction (eogo) was the length of the outflow graft. The initial implant had the outflow graft wrapped in gore-tex. The flows had dropped to zero and the clot was thought to be internal based off of the scans. The pump was turned off prior to the exchange.

Event description:
The patient underwent a pump exchange on (B)(6) 2024.

Manufacturer narrative:
B5 - corrected with the correct explant date. D6b - corrected with the correct explant date. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed, as no images were submitted, and no product was returned. Additionally, the reported low flow event was confirmed through review of the submitted log files; however, a specific cause for the low flow event could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2024. A low flow alarm was captured at 02:48:29 on (B)(6) 2024, when the calculated flow was captured at 2.4 lpm. The flow continued to decrease and was captured at 0 lpm at 03:02:25. The flow remained at 0 lpm until the driveline was disconnected from the system controller at 03:20:30. The system controller was then shutdown at 03:24:35 on (B)(6) 2024 and it was reported that the patient received a pump exchange the same day. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 lvas, serial number (B)(6), was explanted; however, no product was returned. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came in with flows at 0.2 and edematous. Log files captured a sudden drop in flow from a baseline of 5 lpm to less than 1 lpm within a matter of several minutes. Pulsatility index (pi) values during this time were non-variable and around 2. It was also noted that the driveline was disconnected on (B)(6) 2024 at 0320. Computed tomography (CT) was done with evidence of ofg obstruction near aortic anastomosis/distal to pump. The patient underwent a pump exchange on (B)(6) 2024.